Event description:
Iridex became aware of a complaint reporting a patient experiencing conjunctival burn during treatment with the micropulse p3 probe. A specific root cause could not be determined. Based on similar reported events, the most likely cause of the issue is suspected to be contamination (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. Follow-up information from the surgeon indicated that the patient was recovering from the burn. Engineering failure analysis was not performed because the device was not returned for evaluation. The micropulse p3 IFU has clear instructions to examine the probe tip before treatment and to avoid areas of perilimbal pigmentation. Per the IFU 'excessive treatment power may result in ocular surface burns or ciliary body hemorrhage. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Excessive energy may cause equatorial burns. Heavy perilimbal conjunctival pigmentation may result in local absorption and burns; therefore, avoid areas of heavy perilimbal pigmentation.' Iridex has requested the clinic to return the laser system and the micropulse p3 probe for additional investigation but the devices have not been returned to date. If the devices are returned and the results of failure analysis indicate new information, the adverse event report will be amended.

Event description:
Iridex became aware of a complaint reporting a patient experiencing conjunctival burn during treatment with the micropulse p3 probe. Based on similar reported events, the most likely cause of the issue is suspected to be contamination (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. Based on the information provided by the complainant, the most likely cause of the burn was determined to be use of the device after the device tip was contaminated with blood. The micropulse p3 IFU contains instructions for inspecting and cleaning the device tip during use, and the IFU contains the warning that "contamination of the device tip with blood or tissue of the fiber optic by blood or tissue char can result in surface burns in the eye." Follow-up information from the surgeon indicated that the patient is recovering from the burn.

Manufacturer narrative:
This follow-up report is provided to update the following: 1) part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4 4) part h: update to include that this a correction,additional information report 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant note: patient information was not provided, therefore part a is not filled out.